Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a motor failure during a case. There was no injury to the patient.

Manufacturer narrative:
A dispatched dräger service engineer examined the device and replaced the ventilator motor assembly and a controller pcb. The device was tested afterwards, found fully compliant to specifications and could be handed back to the user. Both replaced parts were returned to the manufacturer for evaluation. The service log file was downloaded from the processor board; the recorded error conditions indicate a problem with the ventilator motor. This was confirmed by testing of the motor itself - it could be revealed that the motor could not start operation at low voltages indicating an abraded collector disc. During operation, the measured motor speed is being compared continuously to the calculated one. An abraded collector disc will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. The motor is a wear-and-tear part; the repair exchange has fully solved the device problem; no patient consequences have reportedly occurred.

Event description:
Refer o initial MFR. Report #9611500-2017-00290.